Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb5675 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was not reported clearly if multiple events involved. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: *please clarify, how many devices were involved in this single procedure? =>no further information is available. *date the event occurred? =>no further information is available. *lot number? => pb5675. Suturing method: => continuous suturing. *name of procedure? =>no further information is available. No further information will be provided.

Event description:
It was reported that the animal underwent an unknown animal procedure on an unknown date and suture was used. During the continuous suturing, the suture breakage occurred 4-5 times in a row during use. When surgeon checked the suture, the sutures had been frayed. There were no patient consequences reported. No further information is available.